Event description:
It was reported in (B)(6) that the patient heard a "beeping" and had "excruciating" pain. The beeping stopped and the pain went away. The pump was checked and found to be operational. Since the implant the patient had a "disk moving" in the back. Prior to implant the patient herniated a disk to 10mm and was monitored for four years. Post implant the disk was at 6mm. A refill of the pump was due in (B)(6). The medication being delivered via the device was lioresal. It was reported in (B)(6) that the pump was refilled. It was indicated that the patient wanted the pump removed. In (B)(6), it was reported that the patient was scheduled to have the pump removed, but prior to surgery the patient complained of withdrawal because the pump was shut off by a security system. Later, the patient was "uncontrollable" in the emergency room. It was unclear whether the patient was in withdrawal or overdose. The pump was found to be on and functioning normally. The patient was hospitalized. Two days later, it was reported that there was "increased pressure" due to the pump being turned up five times in the last 2.5 months. It was stated that the patient had to take anti-inflammatory drugs. A few days later the patient stated that he had "increased and extreme irritability" as well as "agitation" when the dosage was "too high." The patient's pump was turned down "20%" and the patient was "a completely different person." It was unclear whether the health care professional decreased the dosage. The pump was explanted and returned to the manufacturer.

Manufacturer narrative:
(B)(4). No analysis of the pump was performed; patient requested pump return. The pump was externally decontaminated. The pump was not internally decontaminated.